Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulator was taken out ¿for negative reactions¿; this was further clarified to be more pain. The device caused her more pain after that started after implant. The wires were left in. The date of explant was unknown but it was stated she did not have the device for more than 6 months. The patient was calling for compatibility information for an MRI of her foot. Additional information about this event and the outcome was requested from the patients physician. If received, a follow up report will be sent.